Manufacturer narrative:
Upon investigation, it was discovered that the customer was attempting to use expired strips with the meter, and therefore, the event did not involve a product malfunction. Given no further investigation is necessary, this represents a final report.

Event description:
The customer reported receiving an error message on her precision xtra/optium blood glucose meter, and due to that error message she was not able to check her blood glucose. The customer experienced lightheadedness, dizziness and loss of consciousness. There was no third party medical intervention. The customer reported she did not take any medication to counteract the event. There was not report of death or permanent impairment associated with this event.